Manufacturer narrative:
(B)(4): catalog number: correction - changed from 14679-01 to 14679-05. (B)(4). Evaluation summary: the device was returned for evaluation. The reported bent cutter was confirmed. Based on the analysis of the returned device, the probable cause for bent cutter is related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se, with a 6fr sheath, after a diagnostic procedure. Reportedly, the clip applier was inserted; however, it was noticed that the metal sheath splitter was lifted. The device was removed with vessel access retained. A second starclose se was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.